Event description:
It was reported that a patient had a leak from a disposable cassette set during fill one of peritoneal dialysis therapy. The patient was connected at the time of the event. The heater bag became disconnected and started leaking. The technical service representative assisted the patient in ending therapy. The patient would restart therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.